Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump powered off after the patient went swimming. There was no visible damage found to the battery compartment and cap. The reporter confirmed there is moisture in the battery compartment. The patient is currently on a loaner pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the power issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on and displayed the "verify" screen with audible sound. Further testing could not be completed due to the unrelated keypad issue; the ok, up and down arrow keypad buttons were unresponsive. A leak test was performed and a display lens leak was found. The pump was opened and moisture corrosion was found to the power circuit and keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.